Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the system was unable to be set into MRI mode due to high impedances.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-01661, 3006705815-2021-01662. It was reported the patient¿s system was explanted to have an MRI. Date of explant is unknown.